Event description:
It was reported that a patient presented for a lead revision. During the procedure, the implantable cardioverter defibrillator (ICD) set screw was stripped. The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
Related MFR report number: 2017865-2024-69585.

Manufacturer narrative:
Correction: related MFR report number was added to b5 and h11.

Event description:
Related MFR report number: (B)(4).